Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 2.2, lab: 5.9. Time between tests: 1 hour. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.